Event description:
As reported by our european affiliate, 18 days post valve deployment, a pericardial effusion was noted and drained.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
This event is no longer reportable. The complaint device is not sold or marketed in the u.s. By edwards, and is not similar to an edwards device marketed or sold in the u.s.